Manufacturer narrative:
Additional info will be provided once the investigation is complete.

Event description:
It was reported that during a procedure, the unit shut off resulting in a ten minute delay.